Event description:
It was reported that the zimmer meshgraft ii was not processing grafts correctly; surgeon says grafts are being ruined. Add'l clinical follow up with the hospital indicated that a small portion of the initial donor graft was mashed successfully. However, the device allegedly malfunctioned and ruined a portion of the harvested tissue. A small portion of totally unmeshed tissue was salvaged from the meshgraft ii. The unmeshed portion of tissue was perforated with a surgical knife blade. The 2 salvaged portions of the initial harvest were not capable of covering the planned wound site, so an add'l donor site was harvested and perforated with a surgical knife blade to complete the planned procedure. This had not increased the surgical time significantly, time estimated to have been 10-15 minutes. The surgeon's operative note stated the harvested tissue was 0.014 inch thickness and a 1.5:1 ratio carrier was used initially.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.